Event description:
It has been reported to philips that there was no picture on the examination room monitor. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and identified there is no picture at all. The remote service engineer (rse) found issue was with the b-cabinet connection. No service has been performed by philips since the work order was cancelled from distributor and troubleshooting steps were unknown as it was done by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.